Event description:
It was reported the patient¿s implantable neurostimulator (ins) had overdischarged experienced ¿premature¿ battery depletion due to ¿problems recharging.¿ the ¿base of the ins appeared to be tipped which seemed to make coupling challenging¿ for the patient. There was reportedly ¿no history of injury or falls,¿ however, when they were first implanted, they had found ¿recharging very easy.¿ the patient was noted to have ¿complained of the ins pocket feeling tender and painful¿ since implant. The patient¿s ins was replaced at the time of report as a result of the event. There were notably no physician mode recharges (pmrs) attempted prior to the explant of the ins. The patient was alive with no injury at the time of report. It was noted the patient¿s replacement ins was not scheduled to be turned on until two weeks after the replacement procedure due to local hospital policy; as a result it was not possible to know the patient¿s final therapeutic outcome at the time of this report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. ¿the ins was received for analysis with the battery depleted to the ¿lock¿ mode. After the battery was recharged, the ins passed functional testing. According to the trace report taken from the ins, it had not experienced an overdischarge (the overdischarge count was 0). The last six recharge sessions recorded while the ins was implanted showed only short recharge durations (between 3 minutes and 49 minutes). Poor coupling was also observed on the last five recharge sessions 5 to 7 minutes into the session (two were 0 bars of coupling, one was 2 bars, one was 4 bars, and one was 6 bars).¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.